Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon was using the above mentioned screwdriver shaft to screw in a cup screw and the tip snapped off into the screw head causing a delay in the case in order to take out the broken piece and then also finish getting screw tightened down fully.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there has been one other event reported for the reported manufacturing lot. Visual inspection: the returned universal driver shaft is in used condition. The hexalobular drive feature of the device is heavily damaged. The lobes of the feature are deformed, the appearance is consistent with applications of excessive torque in the clockwise directions. The appearance of the hexalobular tip is similar to the appearance of complaint devices where the hexalobular drive feature has fractured due to application of excessive torque. Dimensional inspection: not performed as the device is damaged. Functional inspection: not performed as the device is damaged and deemed non-functional. The investigation concluded that the fracture of the returned device broke in torsional overload. The root cause was determined to be application of excessive torque by the user. No material or manufacturing defects were noted during the investigation. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon was using the above mentioned screwdriver shaft to screw in a cup screw and the tip snapped off into the screw head causing a delay in the case in order to take out the broken piece and then also finish getting screw tightened down fully.